Manufacturer narrative:
The investigation of access site bleeding, pump stop, and thrombus has been completed. Pump stop - data logs show pump stop with alarm 115 and motor current spikes to 30000. Real time (rt) logs for that time period were not returned. Impella 5.5 was returned. There was a catheter kink noted below the motor housing and the catheter was stretched between 60cm to 70cm. Broken motor cables were found in the red handle. The root cause of the issue was most likely due to open electrical lines based on data logs and returned product analysis. Access site bleeding - the root cause of the access site bleeding was most likely use related since the anastomosis had an insufficiency and a surgical revision resolved the bleeding. Thrombus - as the necessary information was not provided, the root cause of the thrombus was not determined. D9 device returned to manufacturer date added instructions for use: section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist for use during cardiogenic shock . Section: direct aortic insertion . ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28401. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28401. H6 health effect - clinical code 4440, health effect - impact code 4627, and health effect - impact code 1503 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28401. H10 incomplete instructions for use were provided on the initial manufacturer device report number 1220648-2025-28401.

Event description:
Additionally, a pump stop occurred with impella stopped motor current high alarm. Staff tried to restart the pump but this was not possible due to the impella stopped motor current high alarm. The pump was explanted and a small thrombus was noted on on motor housing and catheter.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient on impella 5.5 support exhibited bleeding from the surgical insertion site and had to undergo cardiopulmonary resuscitation briefly. The patient survived and support continued.